Manufacturer narrative:
Patient information: unknown. Occupation: other; distributor. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
It was reported that a revsion procedure was performed on (B)(6) 2020 to address screw positioning, utilizing the reform polyaxial pedical screw system. Upon insertion of a lock screw the tip of the lock-screw torque driver (39-rd-0060) broke off in the screw. The tip was able to be removed and the procedure was completed utilizing the second lock-screw torque driver readily available in the set. There was no patient injury or delay to the procedure. The torque handle was being used with the driver.

Manufacturer narrative:
H3: device evaluation - the tip of the driver was examined by eye and with the aid of a 5x loop. The fracture surface is jagged with multiple fracture planes present. It could not be determined if the driver had damage from prior use. The cause cannot be determined from the complaint, but is likely attributed to high combined loading conditions (combined high torque and bending moments) being applied during this case and/or occurring on a part that had experienced prior high loading conditions that subsequently manifested itself in this procedure. Review of device history records found twenty-six (26) pieces of this lot were released for distribution on 10/14/2019 with no deviation or anomalies. Complaint history review did not identify a trend for reports of this nature for this part number. No corrective actions are being recommended since the failure does not appear to be manufacturing related, the cause remains unknown, and the fact that the tightening occurred without the aid of a counter torque wrench which can result in high bending moments being applied to the tip.

Event description:
It was reported that a revision procedure was performed on (B)(6) 2020 to address screw positioning, utilizing the reform polyaxial pedical screw system. Upon insertion of a lock screw the tip of the lock-screw torque driver (39-rd-0060) broke off in the screw. The tip was able to be removed and the procedure was completed utilizing the second lock-screw torque driver readily available in the set. There was no patient injury or delay to the procedure. The torque handle was being used with the driver.